Event description:
It was reported that on literature review "correction of foot deformities from charcot arthropathy with the taylor spatial frame: a 7¿14-year follow-up", two patients had a pin breakage after a correction procedure of charcot arthropathy using a taylor spatial frame device. The events were resolved by removing the wire or screw in the outpatient department without affecting the frame stability. Patients are fully recovered and none of these patients needed to return to the operative room. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Article cite: lahoti o, abhishetty n, shetty s. Correction of foot deformities from charcot arthropathy with the taylor spatial frame: a 7¿14-year follow-up. Strategies trauma limb reconstr 2021;16(2):96¿101. Doi: 10.5005/jp-journals-10080-1525.

Manufacturer narrative:
Additional information: b3 (the actual occurrence date for both events is unknown, the occurrence date previously communicated "01-jan-2021" corresponds to the publication date of this paper).